Event description:
Pediatric tracheostomy dependent patient was using fisher & paykel airvo 2 device at night while sleeping. During the night the patient wiggled around while sleeping and the heated tubing connected to the device ended up under the patients leg which caused a burn. It is unknown to what level patient is able to register pain.